Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: pgvcgvro / pgvcgvr0 invalid lots. Can you clarify the lot? The customer confirmed this following number: pgvcgvro. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Pgvcgvro is not a valid lot for ethicon suture. Can you verify the lot and manufacturer of the suture? Any photos or device return?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/17/2020. A manufacturing record evaluation was performed for the finished device number pjbcrkr0, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis unopened samples of product code jv452, lot pjbcrkr0. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device return status/follow up? Pgvcgvro / pgvcgvr0 invalid lots. Can you clarify the lot?

Event description:
It was reported that the animal underwent a hysterectomy procedure in 2019 and suture was used. During the ligation of the ovarian pedicle the thread breaks. There were no adverse patient consequences reported.